Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking event. Leakage was located at site. Blood glucose levels were reported to be higher than 500 mg/dl at the time of event. Patient took correction bolus via pump to address the event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005477 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from infusion site (specific cause not identified) complaint investigations. The following test was performed: 2 used sets received is found product in accordance with specifications. Visual test according to with wi version 43 , 2 returned samples passed the test. Functional test 1 according to wi version 9 , 2 returned samples passed the test. Functional test 2 according to wi version 44, 2 returned samples passed the test. Batch review: the lot 6005477 was manufactured according to the document version 14 on the packing process in the machine 7, on 14/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date, additional patient or event details were received which have been added in h11.